Event description:
It was reported via repair work order that the inlet filter and power cord were not working due to impact damage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.